Event description:
The implantable neurostimulator and lead were repositioned. The patient developed a seroma and possible infection. The device system was removed. There was reported to be no patient injury. The patient recovered without sequela.

Manufacturer narrative:
The implantable neurostimulator and leads have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.